Event description:
Customer states: surgeon had to cancel a treatment because the guide wire dispersed (got loose) in it's separate components. Guide wire could not be removed out of the lock (positioning system) because wire got stuck in the lock. Lock and wire had to be removed concurrent. No go-on of the treatment possible. Patient will be treated this week again.

Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be re-evaluated at that time.